Event description:
An angio-seal vascular closure device was applied to my right femoral artery following heart stent implant. Since this device speeds up the closure process, I was discharged from the hospital within 12 hours of its placement. Now, four days later, there is a dark bruise about 6 inches long, and two inches wide extending across my right groin at the site. Also, constant numbing pain down my right upper leg. A second bruise has developed at the top of my right leg, and is spreading down the leg. I want to discuss this with my physician, however ,he is too busy to see me for the next three days. Dates of use: 2008 (present). Diagnosis or reason for use: heart stent placement.